Event description:
It was reported that there was a failure of the c-mac pocket monitor during intubation. No further information available. No negative impact in state of health reported. Cross reference MDR: -9610617-2025-01631. -9610617-2025-01330.

Manufacturer narrative:
Device evaluation: 8404ax - c-mac video laryngoscope mac #3 sn: (B)(6): blade damaged adhesive points on camera head worn. Housing visually worn. Cover visually worn. Leak between plug and cover. Software version is up to date. 8404bx - c-mac video laryngoscope mac #4 sn (B)(6): blade damaged. Housing visually worn. Cover damaged. Leak between plug and cover. Software version is up to date. 8404bx - c-mac video laryngoscope mac #4 sn: (B)(6): blade damaged. Worn adhesive points on the camera head. Housing visually worn. Cover visually worn. Leak between plug and cover. Software version is up to date. 8403xdk - c-mac pocket monitor set sn: (B)(6): there was no failure detected the software version is up to date. As it was established during the investigation that the fault complained about by the customer was due to the blades sent in with the monitor, a more in-depth investigation of the monitor is not necessary and would not lead to any new findings. The error described by the customer " failure of the c-max pocket monitor during intubation " could not be confirmed. The device passed the quality inspection at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the most likely cause of the described fault is mechanical damage causing the c-mac blade to leak between the connector and the cover. The leakage causes liquid to enter the blade, which affects the electronics and thus the image. Over time, the moisture evaporates again and the spatula returns to normal image, meaning that this effect could not be detected during the investigation the event is filed under internal karl storz complaint ID: (B)(4).